Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2000 - the patient underwent repair of a ventral hernia with a kugel hernia patch. (B)(6) 2002 - the patient underwent repair of a recurrent ventral hernia, explant of the kugel hernia patch with an implant of two meshes, a non-bard mesh and bard mesh. Adhesions between the small intestine and kugel mesh were taken down. (B)(6) 2002 - the patient underwent repair of a recurrent ventral hernia with adhesions taken down. (B)(6) 2003 - the patient underwent repair of an incisional hernia with a non-bard graft, prior to mesh explant, and a resection of pelvic masses. (B)(6) 2008 - the patient underwent repair of a recurrent ventral hernia with a non bard mesh.

Manufacturer narrative:
Based on the medical record review, the patient underwent repair of a ventral hernia with a kugel patch on (B)(6) 2000. On (B)(6) 2002, the patient underwent lysis of adhesions, removal of the kugel patch and recurrent ventral hernia repair with both a bard and non-bard mesh. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient has a history of multiple ventral hernia repairs with both bard and non-bard products and comorbidities including type 2 diabetes and morbid obesity. The information provided indicated that the patient was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for evaluation. Without further information, no conclusion can be drawn at this time.